Manufacturer narrative:
The ICD and the fragments of the lead were returned and underwent an extensive analysis. The memory content and the icds capability to provide therapy were tested. The check of the archive data showed a progressing increase in the ventricular pacing impedance from 983 ohm at implantation to 2112 ohm on (B)(6) 2017. From (B)(6) 2017 on, a value of greater than 3000ohm has been documented. Furthermore, the archive data showed a sudden increase in the shock impedance to greater than 150 ohm on (B)(6) 2019. A check of the available iegms also found intermittent interference signals in the ventricular channel. During the functional analysis of the ICD, especially of the sensing and impedance measurement functions, the ICD proved to be fully functional. There were no indications of an improper device behavior. In the returned state, the lead had been cut through 18.5 cm distal of the is-1 connector pin. A proximal and a 40.5 cm long, medial lead fragment were available for analysis, a distal fragment, including the tip electrode, and another medial fragment were not available for analysis. An explantation set was stuck in the distal lead fragment, and a thread had been tied into the lead body. The returned lead fragments were visually inspected, and multiple signs of abrasion were seen at the lead body. Especially 37 cm proximal to the tip electrode, the lead body was massively damaged due to squashing and deformation. This damage is with high probability the cause of the clinical complaint. The observed damage manifestation requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Other damages, such as cuts into the lead body 34 cm proximal of the tip electrode and the conductor fracture of the conductor to the shock electrode 9.5 cm distal to the is-1 connector pin, are probably a result of the extraction process. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 139 months, it was reported that a lead fracture was suspected due to changes in shock impedance. This could not be confirmed by an x-ray. The lead and the ICD were explanted. During the revision, a fracture to the lead was observed.